Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: during testing, the display screen was found to dim/faded. A test screen was inserted and functioned appropriately.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen on their device had gradually dimmed to the point where it was difficult to read unless the room was dark. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.